Event description:
The patient reported dentist advised to discontinue using aligners due to complexity.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.this MDR submission is a late submission. A nc has been issued.